Event description:
It was reported that the ventilator started to alarm while it was connected to a pt. The pt saturation decreased to 40%. The pt was removed from the ventilator and bagged. The ventilator was replaced. (B)(4).

Manufacturer narrative:
(B)(4).